Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluation was unable to be performed. The product identifiers were unable to be obtained; therefore, a device history record (DHR) was reviewed for this device. Conclusion: the actual sample was not received for evaluation. The target lesion was heavily calcified and the balloon was inflated to rated burst pressure (rbp) during treatment. A definitive root cause could not be determined. It is unknown whether the patient and/or procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter ruptured during a superficial femoral artery (sfa) angioplasty. The health care professional (hcp) began with a normal predilation of the heavy calcified target lesion. The lutonix dcb was prepared under the guidance of the bard field representative. The hcp advanced the dcb to the target lesion and inflated the balloon to nominal pressure with an indeflator. The balloon was inflated to 12 atmospheres for approximately 30 seconds after which the balloon ruptured. The dcb was removed and another lutonix dcb was used successfully to complete the procedure. No adverse patient effects were reported.